Event description:
As reported, the customer is experiencing turbulence (air bubbles) when utilizing the 8cc syringe. Air bubbles are being created at the black stopper. This is happening when they prep the system prior to a procedure. The problem is solved with the replacement of the syringe. There has been no air injection or patient injury. The used device has been returned for evaluation.

Manufacturer narrative:
Although the used device has been returned, the failure analysis & investigation has not yet been completed by the manufacturer. Upon completion of the investigation, a follow-up medwatch will be submitted.